Event description:
It was reported that the patient received a shock when "swimming in a pool that had a bad ground." Additional information was obtained from the physician who indicated that the patient was holding onto a swimming pool railing that was not properly grounded and the device "misinterpreted emi [electromagnetic interference]" current and delivered therapy. The physician stated no complaint or allegation of the device. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.